Event description:
It was reported that the patient developed seroma (a collection of fluid under the skin, usually at the site of a surgical incision) about a year after the device implantation. It was noted that the patient had an allergic reaction. There was no infection reported and the physician suspects the allergic reaction is related to the lead. The implantable pulse generator (ipg) system remains in use and the patient is still hospitalized. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 4968-35, implanted: (B)(6) 2012. (B)(4).